Manufacturer narrative:
Information references the main component of the system and other applicable components are: : product ID: 3387s-40, lot# v011138, implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
A company representative reported that the patient did not receive full therapy benefit and requested a lead revision on (B)(6) 2016. It was indicated that system was explanted including implantable neurostimulator(ins), extension and lead. The lead was explanted on (B)(6) 2016 and issue was resolved at the time of the report. A week later, rep provided that MRI was performed and patient received a 50% improvement. The indications for use for this patient were dystonia and movement disorders.